Manufacturer narrative:
Product analysis received and examined the received support arm. Examination of the returned support arm found the lower bushing disengaged from the support arm body. Email communication with the country representative and site found the support arm/bushing disengagement occurred after the alleged incident and did not contribute to the reported injury. The injury was caused due to user error when operating the pedestal. There is insufficient evidence of a device malfunction.

Event description:
Additional information received from the site: the support arm of the provis injector remained intact and the rising action of the adjustable height pedestal resulted in the arm striking the face of the technologist.

Manufacturer narrative:
Bayer service responded to the site and replaced the broken part, returning the injector to normal operation. Bayer product analysis has requested return of the broken part for investigation. A follow up report will be submitted after receipt and investigation of the broken part.

Event description:
The site reported the following: a male radiologic technologist was detaching the provis injector head from the stand by holding it with his arm. The injector post was lifted by a spring, and the support arm hit his forehead, causing a laceration requiring seven sutures. The sutures were removed on (B)(6) 2019.